Manufacturer narrative:
H3: complaint was confirmed, upon receiving the device, it looked to be used with a crack in the tubing. The device was decontaminated and then tested per wi. Once the device was plugged in the generator, it was primed and tested. During testing, upon visual inspection, there was a crack in the tubing and when tested, the saline got leaked due to the crack in the tubing. H6: codes b01, c07 d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It is reported that while preparing for a procedure there was a crack in the tube that caused saline to leak. No patient came in contact with device and there was no reported impact.